Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2018, the patient's qualifying condition was stable angina and was further referred for cardiac catheterization and the index procedure was performed. Coronary angiography revealed 90-99% proximal stenosis, 90-99% mid stenosis. Target lesion #1 was a long lesion extending from proximal right coronary artery (rca) to distal rca with 90% stenosis and was 60 mm long with a reference vessel diameter of 2.5mm. Target lesion#1 was treated with pre-dilatation and placement of a 2.25 x 38 mm and 2.50 x 28 mm study stents. Following, post dilatation, the residual stenosis was 0%. Target lesion #2 was a long lesion extending from proximal left circumflex artery (lcx) to 1st obtuse marginal with 80% stenosis and was 40 mm long with a reference vessel diameter of 3mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00 x 38 mm study stent with 0% residual stenosis. The patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient visited the cardiac and emergency medicine department with complaints of angina. Per patient's statement, during physical exertion the had problems with central chest pain which mildly radiated towards the left arm. However, these symptoms reduced at rest. They experienced good effects with glytrin spray and noticed that the symptoms disappeared within few minutes. Physical examination showed that the patient was in cardiopulmonary compensation with auscultated regular rhythm and no audible murmur or bruits in heart. Electrocardiography (ECG) revealed, reduced ventricular frequency by 5 s/m. Echocardiography showed, no abnormality defect with ejection fraction at 50-55% and mild aortic stenosis. The patient was diagnosed with relapsing anginous problems and was recommended for new coronary angiography. After six days, the patient presented for scheduled elective coronary angiography and was hospitalized on the same day. 90% in stent re-stenosis (isr) was located in proximal rca extending to mid rca. This was treated with predilation and placement of 2.75 x 28 mm synergy stent with 0% residual stenosis and timi flow 3. The patient was started with triple treatment with eliquis, trombyl and clopidogrel for one month. Post completion the patient will continue with clopidogrel and eliquis for 12 months and later eliquis was to be continued. The patient was discharged from hospital.

Manufacturer narrative:
Device is a combination product. Updated describe event or problem. Updated other relevant history. Device manufacture date: updated from no information to 09/26/2017.

Event description:
Evolve short dapt clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2018, the patient's qualifying condition was stable angina and was further referred for cardiac catheterization and the index procedure was performed. Coronary angiography revealed 90-99% proximal stenosis, 90-99% mid stenosis. Target lesion #1 was a long lesion extending from proximal right coronary artery (rca) to distal rca with 90% stenosis and was 60 mm long with a reference vessel diameter of 2.5mm. Target lesion#1 was treated with pre-dilatation and placement of a 2.25 x 38 mm and 2.50 x 28 mm study stents. Following, post dilatation, the residual stenosis was 0%. Target lesion #2 was a long lesion extending from proximal left circumflex artery (lcx) to 1st obtuse marginal with 80% stenosis and was 40 mm long with a reference vessel diameter of 3mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00 x 38 mm study stent with 0% residual stenosis. The patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient visited the cardiac and emergency medicine department with complaints of angina. Per patient's statement, during physical exertion the had problems with central chest pain which mildly radiated towards the left arm. However, these symptoms reduced at rest. They experienced good effects with glytrin spray and noticed that the symptoms disappeared within few minutes. Physical examination showed that the patient was in cardiopulmonary compensation with auscultated regular rhythm and no audible murmur or bruits in heart. Electrocardiography (ECG) revealed, reduced ventricular frequency by 5 s/m. Echocardiography showed, no abnormality defect with ejection fraction at 50-55% and mild aortic stenosis. The patient was diagnosed with relapsing anginous problems and was recommended for new coronary angiography. After six days, the patient presented for scheduled elective coronary angiography and was hospitalized on the same day. 90% in stent re-stenosis (isr) was located in proximal rca extending to mid rca. This was treated with predilation and placement of 2.75 x 28 mm synergy stent with 0% residual stenosis and timi flow 3. The patient was started with triple treatment with eliquis, trombyl and clopidogrel for one month. Post completion the patient will continue with clopidogrel and eliquis for 12 months and later eliquis was to be continued. The patient was discharged from hospital. It was further reported that stable angina occurred and not in-stent restenosis. It was further reported that post procedure, timi 3 flow was noted and the patient was discharged on aspirin and clopidogrel. In (B)(6) 2018, the patient was referred from healthcare and presented to cardiac department with complaints of central chest pain and subsequent fatigueness due to pressure on chest. The patient was also equipped with permanent pacemaker implantation during triple treatment.

Manufacturer narrative:
Device is a combination product. Updated describe event or problem. Device manufacture date: updated from no information to 09/26/2017.

Event description:
Evolve short dapt clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2018, the patient's qualifying condition was stable angina and was further referred for cardiac catheterization and the index procedure was performed. Coronary angiography revealed 90-99% proximal stenosis, 90-99% mid stenosis. Target lesion #1 was a long lesion extending from proximal right coronary artery (rca) to distal rca with 90% stenosis and was 60 mm long with a reference vessel diameter of 2.5mm. Target lesion#1 was treated with pre-dilatation and placement of a 2.25 x 38 mm and 2.50 x 28 mm study stents. Following, post dilatation, the residual stenosis was 0%. Target lesion #2 was a long lesion extending from proximal left circumflex artery (lcx) to 1st obtuse marginal with 80% stenosis and was 40 mm long with a reference vessel diameter of 3mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00 x 38 mm study stent with 0% residual stenosis. The patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient visited the cardiac and emergency medicine department with complaints of angina. Per patient's statement, during physical exertion the had problems with central chest pain which mildly radiated towards the left arm. However, these symptoms reduced at rest. They experienced good effects with glytrin spray and noticed that the symptoms disappeared within few minutes. Physical examination showed that the patient was in cardiopulmonary compensation with auscultated regular rhythm and no audible murmur or bruits in heart. Electrocardiography (ECG) revealed, reduced ventricular frequency by 5 s/m. Echocardiography showed, no abnormality defect with ejection fraction at 50-55% and mild aortic stenosis. The patient was diagnosed with relapsing anginous problems and was recommended for new coronary angiography. After six days, the patient presented for scheduled elective coronary angiography and was hospitalized on the same day. 90% in stent re-stenosis (isr) was located in proximal rca extending to mid rca. This was treated with predilation and placement of 2.75 x 28 mm synergy stent with 0% residual stenosis and timi flow 3. The patient was started with triple treatment with eliquis, trombyl and clopidogrel for one month. Post completion the patient will continue with clopidogrel and eliquis for 12 months and later eliquis was to be continued.the patient was discharged from hospital. It was further reported that stable angina occurred and not in-stent restenosis. .